Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-26 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the universal surgical manipulator (usm) 3 did not recognize the instruments during the procedure after the ports had been placed. The technical support engineer (tse) checked the logs and verified error 282. The tse instructed the caller to reset the sterile adapter, instrument, and reboot the system, but the issue was not resolved. The customer continued the procedure by switching to the xi system, completing it robotically with a delay of 15 to 30 minutes. There was no harm to the patient.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) and failed during pogo pin test. The unit was then installed onto a known good system and triggered error 282 unable to recognize instrument, replicating the reported event. After the axes controller carriage logic (accl) board was replaced, the system recognized multiple instruments with 5 power cycles without any errors. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the accl board in the usm. This issue may be resolved by fse service to replace the usm.

Event description:
Refer to h11 for follow-up information.